Manufacturer narrative:
Field service specialist visited site and performed a system check on customers'' ifs laser and optimized the pulse width. System was tested and meets amo specifications. Application support manager (asm) advised account to increase both side cut and bed energy to .90. After doing cases with the new settings they reported that lift and side cuts were much better. Asm recommended the account to decrease bed energy by .05 each case until surgeon feels comfortable with them however they mentioned that at .90 the lifts felt too easy. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Placeholder.

Event description:
Surgeon reported that patient had difficult lifts in both eyes. Lift was completed in right eye but not completed in left eye. He reported there was no flap damage and no sutures required. For the right eye excimer treatment was completed and for the left eye he opted for performing a photorefractive keratectomy (prk) procedure. Patient interface that was used as concomitant will not be returned.